Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Healthcare professional confirmed right side deflation. Healthcare professional reported additional events of ¿bipolar disease¿, ¿back and hip pain¿, ¿asthma¿, ¿allergies to ampicillin and cephalosporin¿, ¿frequent vaginal infections¿, ¿variant of poland¿s syndrome¿, which are all not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: fold creases, wear abrasion, curved openings on shell, brown particles in shell, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: three striated openings on anterior and radius side assessed as surgical damage and a linear smooth opening on anterior side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage consist in the use of some surgical tool. A crease smooth opening assessed as fold flaw opening.

Event description:
Patient reported right side deflation. Healthcare professional confirmed right side deflation. Healthcare professional reported additional events of ¿bipolar disease¿, ¿back and hip pain¿, ¿asthma¿, ¿allergies to ampicillin and cephalosporin¿, ¿frequent vaginal infections¿, ¿variant of poland¿s syndrome¿, which are all not device related. Device has been explanted.

Event description:
Healthcare professional additionally reported "particles in valve."

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, h.6.